Event description:
The customer reported the battery led indicator light is not working.

Manufacturer narrative:
(B)(4). The customer reported the battery led indicator light is not working. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.